Manufacturer narrative:
Used for the catheter.

Event description:
It was reported that the patient had a mass at t9-t12 noted on MRI in 2007. The patient underwent a catheter revision in 2008. A CT myelogram revealed an intradural cyst t7-t11 (date not reported). Surgical decompression of the intradural cyst was performed on two months later. The patient underwent neurosurgery for unspecified reasons in the following month. No patient symptoms were reported. Additional information has been requested from the hcp, but was not available as of the date of this report. It was unknown what drugs were in the pump at the time of these events. The pump was subsequently replaced on approx five months later. Refer to manufacturer's report #: 2182207200806313.